Manufacturer narrative:
The info provided on this form was previously submitted under manufacturing report number 1822565-2013-01887. Updated info received via operative notes. Review of the primary operative nots does not indicate root cause. It is unk if the cement was allowed to cure with the knee in full extension. Revision operative notes confirm the tibial component was grossly loose. Complete debonding with no remaining precoat on the tibial component was also reported. The femoral and patellar components were reported to be well fixed. Root cause remains unk at this time. Review of the device history records did not find any deviations or anomalies. It is not suspected that the product failed to meet specifications. The investigation could not verify or identify any evidence of product contribution to the reported problem. Based on the investigation, the need for corrective action is not indicated. Should add'l substantive info be received, the complaint will be reopened. Zimmer, inc. Considers the investigation closed

Event description:
It is reported that the patient was revised due to pain.